Manufacturer narrative:
The product family for this women's health product is unk; and therefore, the appropriate labeling/product documents for review could not be determined.

Event description:
The pt reported that as a result of having a bard women's mesh product implanted, she was experienced pelvic pain, scarring, bleeding and dyspareunia. Per additional info received, the bard device was implanted in 1998. The pt continues to experience bladder leakage dyspareunia, incontinence and has developed interstitial cystitis.